Event description:
It was reported the patient had their deep brain stimulator (dbs) battery replaced on their right side about 2 months prior to report. It was stated the patient was doing very well and 2 weeks prior to report the new implantable neurostimulator (ins) was checked and everything was fine. It was stated the patient had gone to an exercise class and felt great and then went shopping at marshall¿s. When the patient got home 10 minutes later they couldn¿t get out of the car. When they checked both ins¿s, the older ins (the left side model) was turned off. They waited about 16 hours to see if the patient had ¿overdone¿ it and turned the ins back on and the patient had no improvement. The patient¿s dopamine was increased by 50% every other dose. The patient deteriorated especially on the right side. They saw their health care professional (hcp) on the day of report and found out that ¿it was a complete reset¿ and it had turned off again. It was noted the patient was back to their original settings again for the left side and their toe was curling under a little bit. They planned on lowering the dopamine level. They suspected it was the magnetic door security at marshall¿s that caused the dbs unit to turn off and reset the parameters on the left side. It was stated the parameters changed dramatically. The patient¿s voltage was 3.3 and it changed to 1.5. The pulse width was 60 and changed to 210 and the rate was 160 and it changed to 30. When the patient had their battery life 2 weeks prior to report it was at 3.72 and it went up to 3.74. The settings had changed from monopolar to bipolar. It was noted the patient¿s handwriting had improved and it went back to ¿real tiny¿ and they couldn¿t get in and out of bed for the past 2 weeks prior to report. The security units at marshall¿s were 25 feet apart and it covered the entrance and exit and they were smaller and very powerful ¿inductive magnets.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v591417, implanted: (B)(6) 2011, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported there was not a 50% or greater symptom reduction and the cause of the event was determined. It was noted it was device related and reprogramming was needed 2 days prior to report. The department store entrance had magnetic interference. The patient recovered without permanent impairment.